Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.   To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the event occurred? What procedure was being performed? Could you please clarify if suture broke while using it during procedure? Or while handling it prior procedure? Were there any patient consequences? Could you please confirm the device's availability? Device return status/follow up?   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2020 and the suture was used. During surgery, the suture broke when pulling and could not work. There were no adverse patient consequences reported.